Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced progressive hyperglycemia after a supply change while using the ilet, with blood glucose readings rising from 205 mg/dl to 308 mg/dl despite no observed leaks or kinks and subsequent additional supply changes; the event resolved after the user replaced the infusion set with an inset 23-inch. Symptoms included elevated blood glucose. Outcomes included user self-management at home without medical intervention. Investigation included user troubleshooting and education regarding potential causes of elevated blood glucose and confirmation of infusion set integrity. Investigation of this case revealed no confirmed device or component malfunction and no evidence of infusion set failure, with resolution following set replacement, which supported an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.